Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the insertion flexible tube (ift) spiral closer condition. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the light guide cable coating damage, the segment broken, the biopsy inlet t-piece dirty, and the angle wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) hardened.